Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown trauma used for aiming arm/unknown lot number. Original implant date: approximately 5 months ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was admitted into the operating room for revision surgery on (B)(6) 2016. The patient was diagnosed with cancer in the femur on an unknown date due to a large tumor that was eating away the bone canal in the femur. Approximately five months ago, the patient was implanted with the trochanteric fixation nail-advanced system (tfn-a). Due to the cancer, the tumor had intensified and became very aggressive in eating way more bone canal in the femur. The patient had revision surgery where all original hardware was successfully explanted. The bone canal was nearly gone due to the tumor. The surgeon decided to use a competitor brand cement to fill the void and implant a new tfn-a system. After implanting the system, it was mentioned that the cement dried because the surgeon did not act fast enough. The aiming arm became cemented on the nail, the surgeon had to cut the aiming arm and the piece that was cemented to the nail remains in the patient. There was a 20 minute surgical time delay as a result. The procedure was successfully completed and the patient outcome is reported to be stable. This complaint involves 1 device. Concomitant devices reported: nail (part# unknown, lot# unknown, quantity 1), cement (unknown part#, unknown lot#, unknown quantity). This report is 1 of 1 for (B)(4).